Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. It was discovered during troubleshooting with tandem technical support that the pump was functioning as intended. It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Cause was not known. Customer consumed glucose liquid to address bg.